Event description:
Boston scientific received information that this patient's entire system was explanted due to an infection. The patient's system includes a cardiac resynchronization therapy defibrillator (crt-d), a transvenous right ventricular (rv) pace/sense lead, a transvenous right ventricular (rv) defibrillation lead, and a transvenous left ventricular (lv) lead.

Manufacturer narrative:
No adverse patient effects were reported as a result of this observation. This event will be updated if any additional information becomes available.